Event description:
It was reported that the inner sheath had loose the ceramic head. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. During inspection found the ceramic head had come off. Based on the results of the investigation, the reported issue was caused by a component failure of ceramic head (insulation beak). The most likely cause is impact, dropping, shock or similar stress. The insulation beak failure is mechanical component problem, but the root cause of insulation beak failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.